Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's act button was not responding properly. Blood glucose level at the time of the incident was 200 mg/dl. Caller did not recall any significant events leading up to this issue. The insulin pump was not replaced or returned for analysis.